Manufacturer narrative:
The pump passed the displacement and self tests. No alarms were noted. All buttons functioned properly. However, the pump had moisture damage on the keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a crack around the reservoir compartment and the esc button is not responsive. Customer also indicated that a radio frequency alarm was received as well. Customer's blood glucose was 162 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.